Manufacturer narrative:
Di: 08714729795599. Patient age: over 18 years. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4)

Event description:
Same case as MDR ID # 2134265-2015-05826 it was reported that during a percutaneous transluminal coronary angioplasty the patient experienced a myocardial infarction. The 3.0mm, 80% stenosed target lesion was located in the strong ramus marginalis (rm). The physician noted difficulty crossing the lesion with a wire. After one hour he finally passed the lesion with non-bsc wire and an emerge 2,5mm balloon catheter and was opened 100%. After this he decided to implant two stents with the help of a guidezilla extension catheter. He placed the guidezilla while pulling it over an opened anchor balloon through the prox. Lcx. After this he successfully placed a 2.75x28mm and 3.0x8mm promus element plus stents. Following stent placement the angiographic result was well. Suddenly the patient became unstable. Suddenly the x-ray system turned off and they had no image anymore for more than 5 minutes. The patient became more unstable and experienced a myocardial infarction. Chest pumping was performed for one minute. No further complications were reported and the patient's status is stable.